Event description:
Patient undergoing cardiac catheterization. The subclavian vein was determined to have a 99% stenosis of the subclavian innominate system; spent 30-60 minutes attempting to cross that area. After attempting to cross with several different devices, the bmw wire was able to cross. The wooly wire could not cross. After the bmw went across, it was parked in the inferior vena cava region and attempted to pass a 5-fr dilator, 6-fr dilator, 9-fr cook sheath and even a spectranetics sheath through the bmw wire, but none of these would advance. During the process, the bmw wire broke in half and it was necessary to go in and dissect in the groin and take out and remove the rest of the end of the wire up in the innominate venous system. This was successful. There was no patient harm.